Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. It was found that the imaging system was booting in e-stop mode. The dongle standoff was broken, and the dongle was not secured on correctly. The rep replaced the rear cab breakout assembly, thus resolving the issue. The imaging system then passed the system checkout and was found to be fully operational. The rear cab breakout assembly was returned to medtronic for further evaluation, and the reported problem was confirmed. Visual inspection noted the jackscrew at the dongle/pendant connector was broken. It was determined that the assembly had a physical damage failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that imaging system was stuck in boot up stating that the e-stop was depressed. There was no patient involvement. No additional information was provided.